Event description:
In 11/04, contact of the shipping department for home oxygen contacted medical industries america's customer care specialist. Upon questioning, contact stated that a customer had been at a store when they felt the onset of some sort of attack. Contact thought that the aeroneb go may have failed when the customer had tried to use it. Contact indicated that the customer had gone to the hosp. In 12/04 co received additional info from the home oxygen co concerning the unit in question. Home oxygen co identified the device with their s/n. The device had abc packaging lot number 092904, assembly lot number 040520 and micropump s/n. Despite numerous attempts co has not been able to receive any additional info from home oxygen co.